Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the downstream occlusion test. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one device was returned for repair with complaint that the device failed the downstream occlusion test. No applicable service history was found. Event log includes instances of downstream occlusion. Visual/functional testing was performed. Found downstream occlusion (dso) seal delaminating and upstream occlusion (uso) seal separating. Replaced seals. The device passed all testing criteria post repair.